Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during a shoulder cuff repair surgery, the twinfix suture broke after the second anchor was implanted. All was removed from the patient. The procedure was successfully completed with a non-significant delay using a back-up device in the originally drilled bone holes. No patient injury or other complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the sutures found that a material certification is required with each lot. A review of the customer provided image found an anchor that is still on the shaft of the device, with sutures laying in a pile next to the device. The image quality is too poor to determine a fracture of the sutures. Per case details the broken anchor was removed from the patient. The procedure was completed using a back-up device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. The complaint was not confirmed. Factors that could have contributed to the reported event include excessive force or torsion during use or use of sharp instruments near the device tip. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.